Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has a load step issue. The subject pump allegedly emptied all the insulin within the cartridge when the patient performed the load step. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
Device evaluation: the pump was returned to animas for evaluation and investigation was completed on 9/10/2013. The results of the investigation were as noted: pump cover was removed. A fractured solder joint was located on the force sensor flex pin. The loss of prime and no cartridge detect could not be duplicated during investigation. The blackbox confirmed the ¿loss of prime¿ and ¿cartridge detected¿ issue on (B)(6) 2013. In addition, there was an unidentified display failure.